Event description:
It was reported that, "the accolade stem became loose so the surgeon revised with a restoration modular stem."

Manufacturer narrative:
Add'l info has been requested and if rec'd will be provided in a supplemental report.